Event description:
A pediatric pt was initiated on morphine pt - controlled analgesia (pca) administered via the cadd - solis ambulatory infusion pump. The treating physician ordered to stop the pca and start oxycodone as needed for pain. The pt's nurse stopped the infusion and turned off the pump, but left the pt and medication cassette connected to the pump in case the pt did not tolerate the wean. Approx four hours after the pump was turned off, the pt's mother approached the nursing staff and reported the pca pump was running and the pt was receiving doses from the pump. The nurse re-checked the pca to discover it had been restarted at the previous settings. The nurse confirmed the pump had been turned off, and the pt admitted to turning the pump back on and administering 2mg bolus doses every 15 minutes. A review of the pump event log was performed, and the scenario was recreated with a test pump. We discovered the cadd - solis ambulatory infusion pump does not autolock after a power-down; therefore, users can restart the pump without a security code. This discovery is alarming for many reasons, but especially because it puts the pt at risk for untoward adverse effects from narcotic overdose, and puts the institution at risk due to drug diversion. This event was reported to smiths medical, MFR of the cadd - solis ambulatory infusion pump, and they reported the pump is functioning as designed. Autolocking after every powerdown was not built into original software design because users felt this lead to an undesirable delay in resuming an ambulatory infusion after a battery change during field testing. Proposed solutions: several temporary solutions have been proposed by members of our medication error reduction committee and include disconnecting the pt from the pump and/or removing the medication cassette at the time the pump is discontinued and turned off. However, this solution is not always practical. Occasionally, pediatric patients will resume their pca if they do not tolerate initial weaning. Disconnecting the pt from their device, only to resume the therapy several hours later, may lead to an increased risk of a line infection. In this situation, another option would be to reset the pca dose and continuous infusion rate to "zero" prior to shutting off the pump, so that if the pump is turned back on, a security code must be entered to modify the pump settings. Smiths medical has suggested a third option: remove the battery pack from the pca device when it is not in use, as the pump will not function without the battery. However, we are concerned that batteries will be lost or misplaced, leading to delays in starting infusions and increased cost to the institution to purchase replacement batteries. Our institution has approached smiths medical requesting a permanent solution, such as redesign of device software to allow inpatient facilities an option to activate an autolock mode after power-down. We are hopeful that the institute for safe medication practices will champion smiths medical to work with the FDA and modify their software programming options, thereby resolving this significant pt safety issue with their product. We are reporting this event to bring awareness to the significant risks to pt safety relative to a software design flaw with the cadd - solis ambulatory pump. A pt may receive intravenous or oral narcotics in addition to unauthorized narcotic from their pca, since providers are likely to be unaware that the pca is still being used, which may lead to narcotic overdose, excessive sedation, respiratory depression, and death. We want other institutions who utilize these pumps, or those institutions who are considering contracts with smiths medical for the cadd - solis ambulatory pump, to be aware of these risks. (B)(6).